Event description:
It was reported that the customer had high blood glucose levels of 153 mg/dl. The customer reported that one of the buttons of the insulin pump was unresponsive. The customer reported that the keypad of the insulin pump started acting up way back in (B)(6) when she was in the hospital. The nurses at the hospital were able to clear the issue at that time. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
No button error alarms were noted during testing. The insulin pump had no button response due to corroded keypad traces. Functional testing was not performed due to the device having no button response. The device had minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.